Event description:
It was reported that the external pulse generator was returned for "corrective maintenance." It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery release and knobs were contaminated, that the battery contacts were compressed and the keyboard was scratched. All were replaced. (B)(4).